Event description:
It was reported that during deployment of a vascular stent in the mid/distal sfa, after 30mm of the stent had been deployed, a "pop" sound was heard and the deployment trigger became non-responsive. The deployment handle was disassembled and forceps were used to pull on the deployment wire, which successfully deployed the remaining portion of the stent. The delivery system was removed without incident. Stent post-dilatations were performed and final angiography demonstrated good patency results of the treatment site. No report of injury to the patient.

Manufacturer narrative:
The lot number has been provided and a review of the manufacturing records will be performed. The stent remains implanted. The delivery system has been returned and is under evaluation. The investigation is currently underway.